Event description:
It was reported that the patient underwent a hair transplant procedure on unknown date and suture was used on the scalp. About two-three weeks following the procedure, the patient experienced inflammation in the wound area. The suture was coming out of the patient and was not being absorbed. Currently, the patient status was reported as healing.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.